Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -07.5 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vaulting, elevated intraocular pressure and refractive surprise. The lens was implanted upside down. The lens was exchanged for another same model/diopter lens and the problem was resolved.

Manufacturer narrative:
Additional data: -device evaluation: product evaluation found that the lens was returned dry in the lens case/vial with clear surgical residue/debris on product. Visual inspection found the optic torn and the haptic broken and bent. Work order search: no similar complaints were reported for units within the same lot. Corrected data: (B)(4).